Event description:
It was reported that, after total knee arthroplasty was performed on (B)(6) 2021, the patient experienced pain and loosening. This adverse event was treated with a revision surgery on (B)(6) 2021. Patient's current health status is unknown.

Manufacturer narrative:
Internal complaint reference (B)(4). Postal code: (B)(6).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that without the requested clinically relevant information, the root cause of the pain and early loosening could not be definitively concluded. Further patient impact beyond the reported symptoms and revision cannot be determined and the patient¿s current health status remains unknown. Therefore, no further clinical/medical assessment can be rendered. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device, but no similar events for the batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The instructions for use documents revealed this failure mode was previously identified. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction, loss of sterility, abnormal motion over time, bone degeneration, fit/sizing issue, lack of ingrowth, and/or lifetime of device. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.additional information: d3